Manufacturer narrative:
Additional information: . . Section d-6b date explanted: not applicable as the iol remains implanted; therefore, not explanted. Device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The complaint device was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
On (B)(6) 2025 the dib00 21.0 model intraocular lens (iol) was implanted, the lens was defective and the cartridge split. No further information is available.